Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead migrated out of the epidural space. As a result, surgery took place to explant and replace the lead to address the issue. Effective therapy was restored postoperatively.